Event description:
The customer reported to the (B)(4) baxter affiliate that a patient was receiving life-sustaining infusate(s) via a colleague pump when the device alarmed and shut down. The intensive care unit nurse took all sets out of pump and used gravity fed intravenous until the pump could be replaced, in order to maintain the delivery of the infusate(s). The software version for this pump is unknown. This report is for channel b of the triple channel pump.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device is available for evaluation but has not yet been received by baxter. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.63.92.device evaluation: the actual colleague pump was evaluated and upon review of the event history, failure code 199:117:284:0000 and damaged battery alarm set were found recorded on the occurrence date of (B)(6) 2010. Although the reported problems of channel a, channel b and channel c shutdown were not confirmed, based on the event history review the cause of the failures can be attributed to the damaged battery alarm, which would stop all the channels and make them unusable. Actions taken included replacing main batteries and harness. The assignable cause of the reported problem was depleted main batteries. The device history review found no exception during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).